Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) with no information. Information identified in the paperwork indicated the patient died approximately 10 months post implant of the ipg system. A cause of death was requested and not received.

Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) funeral home with no information. Information identified in the paperwork indicated the patient died approximately 10 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. (B)(4) -implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that the outer and inner insulations were breached cut, there was cosmetic environmental stress cracking of the outer insulation, there was blood on the proximal conductor (not obstructed), and there was apparentexplant damage.